Event description:
I began using dexcom per my doctor in mid (B)(6) 2020. I was using the dexcom g6 phone app as receiver for tracking as I was assured by them that it worked as well as their receiver. The app was and had been working up until I woke up to a paramedic. My husband noticed a problem in my sleep, could not wake me and called 911. The phone app was tracking the blood sugars but was not giving alarms even though it had been earlier and no settings had been changed. Bg was 26. They got me up to 120 bg. Waited a bit and left. 10 minutes later I was unresponsive again. Paramedics returned and I went to the hospital. At no time during this did the phone app alert even though it continued to track bg. My husband was verifying it with finger sticks and it was accurate but not giving alarms. After emergency and being admitted the app still tracked without alarms. When bg of 465 (due to the glucose drip and no insulin while they waited for the attending dr to arrive) the app still did not alarm. I was able to do some trouble shooting but the app still did not work. My husband looked up dexcom (from home since he was not allowed to be with me) and saw a report that the dexcom servers were down. Apparently this has happened before. I was in the hospital from 1:30am to the following afternoon at 4:30pm. I called dexcom on monday (odd that they are not open on weekends when they serve diabetic needs) the 'it' said I did all the right trouble shooting. We did it again together. Still no alarms. At any rate after several calls and hours on the phone and after finally telling them they were culpable they sent me a receiver and so far (only a few days now) it is working. Also I complained about a burn/rash that the sensor adhesive is giving me. Really bad and takes days to heal. They are saying to call my doctor and I must be just one in a few as they have tested the "newer" adhesive and no one got rashes. New adhesive began in (B)(6) 2019 or thereabouts. I have been online and found that many people are having this problem. Some have been using dexcom for a long time and have gotten the rash/burn only since the adhesive change. FDA safety report ID# (B)(4).